Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿using alaris pump with 4 channels -as a secondary, pushing start, did not work. Tried again - did notwork - pump turned off all channels for a seconds not able to restart and turn back on alaris brain and alaris modules serial numbers (B)(4) FDA safety report ID # (B)(4)". There was patient involvement however no patient harm

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿using alaris pump with 4 channels -as a secondary, pushing start, did not work. Tried again - did not work - pump turned off all channels for a seconds not able to restart and turn back on alaris brain and alaris modules serial numbers (B)(4) FDA safety report ID # (B)(4)". There was patient involvement however no patient harm.